Event description:
Emergent exploratory laparoscopy came into the or during the midnight shift. During the procedure dr. Asked for a ta60 4.8 stapler. Doctor went to use the stapler and it would not fire. No injury to the patient. Another stapler was used and the defective stapler was given to biomed with proper paperwork.